Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed and was determined to be use-related. One 3.5 fr microintroducer was returned for evaluation. An initial visual observation revealed that the sample was returned in two pieces with the distal tip of the sheath appearing to have been cut off. Buckling was observed about 1 or 2 cm proximal to the tip of the sheath. A microscopic observation revealed the tip of the microintroducer sheath was plastically deformed and with some evidence of buckling, which suggests the sheath encountered resistance during the initial insertion. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that introducer failure additional information received 11/22/2024: it was reported the introducer was placed over the guidewire and the vascular access nurse attempted to advance the introducer into the vessel but was unable. A small incision using a scalpel was made next to the guidewire to increase the opening through the skin and, again, the introducer access was attempted but failed. The assisting rn then applied proper sterile garments and attempted to advance the introducer but was unable. A 2nd PICC kit was opened and the introducer retrieved. This new introducer was placed over the guide wire and was able to be advanced into the vessel without concern. The procedure was completed without any further delays. Upon examination, it appears that the faulty introducer has an enlarged "ring" area that encircles the component. The "ring" increased the size of the introducer enough that it caught on the vessel wall which was why it was unable to be advanced. There were no complications with exception of the extra incision and time the patient spent with their arm at an uncomfortable position. No additional negative outcomes noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.